Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display, missing segments or low battery alarm noted during testing. Insulin pump functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer stated that the display returned after insulin pump restart but the screen was flashing. The insulin pump will be returned for the analysis.